Event description:
The following information was provided: mps reported robot having issues passing rio registration, mps did not report troubleshooting but surgeon requested the dispatch. She also reported that during impaction, the patient's cup looked deep in the system but it was proud on the actual patient.